Event description:
The pt had recurrent angina pectoris for eight months after the initial procedure. Angiography showed restenosis. The pt was treated with two additional stents. One year later, the pt returned again with chest pain. Restenosis was found in one of the previously deployed stents. The pt again returned four months later with chest pain and restenosis.

Manufacturer narrative:
As reported by the post-market study, this pt presented to cath for elective percutaneous coronary intervention (pci) of a 59% de novo lesion in the proximal right coronary artery (rca) of a 6.72 mm in length in an unknown vessel diameter in the atrioventricular (av) branch of 6.95mm in length in an unknown vessel diameter that was bifurcated. The (b1) concentric lesion in the rca was also characterized as introitus. Intra-procedure medications included aspirin 100mg/day, 10,000 unites of heparin, ticlopidine hydrochloride 200mg/day and ditiazem hydrochloride 90 mg/day. Direct stenting was first performed with a 2.5x18mm cypher stent (lot no. I0604029) at 22 atmospheres (atm) in the left main coronary artery. Residual diameter stenosis measured 10%. Then a 3.5x23mm cypher stent (lot no. I0604068 or i0604010) was deployed at 16atm in the proximal rca. Residual diameter stenosis measured 13%. Ivus was conducted. Post-procedure medications included aspirin 100 mg/day, ticlopidine hydrochloride 200 mg/day and ditiazem hydrochloride 90mg/day. Eight months later, the pt returned for a follow-up visit. Angina pectoris was recurrent so angiography was conducted. Restenosis was observed at the proximal edge of both cypher stents. 99% stenosis was observed visually for both stents. To treat the restenosis, poba was conducted on the cypher stent in the av. Residual diameter stenosis measured 25%. Then a 3.0x23mm cypher (lot no. I0305004) was deployed inside and proximal to the cypher implanted in the av. Then a 3.5x23mm cypher (lot no. I0305113) was deployed in the proximal rca. Residual diameter stenosis measured 0%. Good blood flow was restored and the procedure was completed. Almost one year later, the pt complained of chest pain and a coronary angiogram (cag) was conducted. Focal restenosis was observed at the proximal end of the stents implanted in the proximal rca and av. There was 90% stenosis in both lesions. Three days later, a plain old balloon angioplasty was conducted to treat the restenosis with a 3.25x10mm balloon in the proximal rca at 22atm and in the av at 12atm. The residual stenosis was 0% in both lesions. Four months later, the pt complained of chest pain again. Angiography was conducted and focal restenosis was observed at the proximal end of cypher at the av. There was 75% stenosis. Approximately 2 weeks later, 3.0x10 mm a cutting balloon at 8 atm was used to treat the restenosis. Residual restenosis measured 0%. Please note that this product is not distributed in the united states. However, it is similar to us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four products used in the same procedure that were reported under the following manufacturing numbers 9616099-2005-01242, 9619099-2005-01226, 9616099-2006-01692 and 9616099-2006-01693.